Manufacturer narrative:
Investigation: the terumo bct internal medical safety team concluded that based on the clinical information provided, the spectra optia performed as intended, there were no suggested device failures, malfunctions, mislabeling, improper or inadequate design or manufacturing errors, nor was there any reported user errors that contributed to or caused adverse events. The lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. A terumo bct service technician checked out the machine at the customer site. The technician downloaded rdfs and performed a full functional check of the device in response to the complaint of patient death. In total 3 run data files (rdfs) were analyzed covering 2 separate tpe procedures performed on the same patient using machine 1p05062 on (B)(6) 2023. In the first procedure analyzed the patient hematocrit was modified total of 9 times within the range of 12% to 70% within 15 minutes after the procedure started. In the second procedure the patient hematocrit was modified 11 times between the range of 12% to 70% within 15 minutes after the procedure started and another 7 times after a large individual change going from a value of 70% to a value of 20% at 34 min. Aim image review showed that in both procedures analyzed there was what appears to be a high cell interface present in the channel, and/or very dark plasma. It is possible this was caused by a combination of patient specific blood physiology and an input patient hct that is lower than actual (possibly caused by having rbc¿s in replace fluid and inlet lines as reported by the customer and observed in images shared with our support team). Both procedures analyzed had a combined occurrence of 35 ¿cells were detected in plasma line from centrifuge¿ alarm. The system generates this alarm when the rbc detector detects a red/green ratio greater than 1.5 during tpe procedures. This alarm may occur for various reasons including air bubble(s) at the rbc detector, the entered patient hematocrit was too low, a shift in fluid balance caused the actual hematocrit to increase, or hemolysis may have occurred. There was also a total of 12 occurrences of the alarm ¿aim system detected rbc interface near top of channel¿. This alarm raises when the aim system detects the rbc cell layer is near the top of the channel connector. Both alarms can be related to a lower than actual patient hematocrit entered to the machine. It is important to always use accurate, day-of patient information in the system. This information may be updated if new information is received; however, it should not be updated otherwise unless in response to an alarm. From images shared with our support team of the blood filled tubing set on the optia it can be seen that there were rbcs present in the replacement line despite the operator having entering fresh frozen plasma (ffp) as replacement fluid to the machine configurations. Connecting a unit of rbcs to the replacement line and inlet line to perform an off label custom prime during tpe can cause an increase to the patient hct which may lead to a higher than actual hct in the patient ultimately causing the alarms observed. It is very important to use the replacement fluid that was configured to optia since deviations from configured replacement fluid may have unintended effects on procedure. When these alarms are raised it is recommended to lower the interface by increasing the entered hct by 3% before touching retry to resume the procedure. If the alarm recurs, increase the hematocrit by 3% again for a maximum increase of 9 percentage points. Increasing the patient hematocrit will only help if the input patient hematocrit is too low. If the plasma line color does not clear up despite modifying the patient hct, this may be a sign that the specific patient condition may have an impact on the observed blood behavior. In this case, the observed alarms may have been caused by a combination of hemolysis in the patient¿s blood and performing an off label custom prime by connecting a unit each of rbcs to the inlet line and the replacement line. If the alarms were caused by a known patient disease state, then it may be acceptable to disable the rbc detector and the aim system. Patient disease states such as ttp is known to present hemolysis, and can cause the alarms experienced during these procedures. It is important to note that both procedures had excessive changes to the patient hematocrit over a very wide range. Both procedures ranged from an initial input patient hct of 12% to 70% later in the procedure. The largest individual hct change occurred in the second procedure analyzed at 34 minutes when the operator lowered the hct from 70% to 20%. It is not recommended to perform drastic changes on the hct value since the system need time to establish and maintain the interface. Through analysis of the dlogs and associated aim system images there was no concern with the optia found. The safety systems remained in place throughout the procedure and the appropriate alarms were raised. On a systems level, the device was operating as intended. However, it is very important to ensure that a custom prime is selected and performed as instructed by the system . The pictures and aims images confirmed that hemolysis was present at the early onset of the first procedure and continued throughout both procedures. This suggests that the hemolysis was part of the patient¿s underlying disease presentation. The customer supplied photographs for consideration. The photos are summarised below: *photo 1 was taken during the first tpe procedure and shows a cassette containing blood loaded on the optia device. The waste line contained dark plasma and the replacement line still contained red cells used to custom prime the set. Therefore, the replacement fluid (fresh frozen plasma) did not appear to have been pumped into the replacement line when this picture was taken. *photo 2 shows the early stage of waste bag filling with very dark plasma. The small bag connected to the transfusion set contained mostly red cells. The y tubing connected to the fresh frozen plasma has an in-line filter, and the ffp had yet to replace the rbcs in the small bag. *photo 3 confirmed the waste bag contained very dark plasma. The replacement line was connected to a transfusion set consisting of a small bag and a y tubing. One of the y tubing has an in-line filter which appeared to be connected to a red cell bag with segmented tubing tied together using a rubber band. The tubing segment above the filter contained red cells used to custom prime the set during the first procedure. The second piece of y tubing contained yellow plasma confirming the use of fresh frozen plasma as replacement fluid. The red cells in the small bag were replaced by the fresh frozen plasma . *photo 4 shows an image of the optia view port confirming dark plasma in the plasma line. The interface was indistinguishable due to the dark plasma. *photo 5 shows a hazy view port with a very high interface and dark plasma in the plasma line. The interface was indistinguishable due to the dark plasma. *photo 6 shows initial run details for procedure 1 and confirms early aim and plasma line detection alarms. *photo 7 shows further run details for procedure 1 and subsequent aim system alarms, plasma line detection alarms and adjustments made by the operator. *photo 8 is a screenshot of an end of run summary screen for tpe procedure 2. The procedure completed with % fluid balance 103, 879ml acd-a used, remove bag volume: 5049ml and a rinseback volume of 154ml. Correction: the terumo bct regional specialist offered to provide the customer and any other staff with training for the situation. The customer stated that she and the medical director believed that the patient¿s diagnosis was the cause for the patient¿s expiration and that there was nothing that they could have done to prevent the situation and therefore felt that they did not need any training at this time. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause for the patient death could not be determined but it is likely due to one or a combination of the possible causes listed below: patient pre-existing condition, unknown event that occurred to the patient that led to death cause for the aim system detected rbc interface near top of channel and cells were detected in plasma line from centrifuge alarms could not be determined but may be due to: patient disease state, performing an off label custom prime by connecting a unit each of rbcs to the inlet line and the replacement line resulting in an increase in the patient¿s hct during the procedure.

Event description:
The customer reported that during a therapeutic plasma exchange (tpe) procedure on a patient with thrombotic thrombocytopenic purpura (ttp), she disabled aim and the rbc detector because of 'aim system couldn't raise interface' and 'cells detected in plasma line in centrifuge' alarms. The patient hematocrit (hct) was 12% and she didn't get a prompt to do a custom prime. She said she did a prime by attaching a unit of blood to the inlet line and starting the procedure. She did not go to the options tab and select custom prime. She started having the alarms and she made adjustments to the patients hct and increased it to 70% but the interface was still red. The customer restarted the procedure doing custom prime as prompted by the machine. The patient post hct was 10%. She used a custom prime hct of 55%. She had the same alarms and she had maxed out the patient hct at 70%. She disabled aim. She briefly disabled the rbc detector and it started collecting. The contents in the bag were still dark so she re-enabled the rbc detector and the system returned the cells back to the patient. The customer reported that the patient died the day after the tpe procedure done on (B)(6) 2023. Per the customer, they do not believe the machine in any way contributed to this patient's death. Prior to the procedure, the patient was stable, intubated and on a ventilator. The autopsy results are unavailable. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction. Actual patient weight 268 lbs (abw entered 182 lbs due to obesity).

Event description:
The customer reported that during a therapeutic plasma exchange (tpe) procedure on a patient with thrombotic thrombocytopenic purpura (ttp), she disabled aim and the rbc detector because of 'aim system couldn't raise interface' and 'cells detected in plasma line in centrifuge' alarms. The patient hematocrit (hct) was 12% and she didn't get a prompt to do a custom prime. She said she did a prime by attaching a unit of blood to the inlet line and starting the procedure. She did not go to the options tab and select custom prime. She started having the alarms and she made adjustments to the patients hct and increased it to 70% but the interface was still red. The customer restarted the procedure doing custom prime as prompted by the machine. The patient post hct was 10%. She used a custom prime hct of 55%. She had the same alarms and she had maxed out the patient hct at 70%. She disabled aim. She briefly disabled the rbc detector and it started collecting. The contents in the bag were still dark so she re-enabled the rbc detector and the system returned the cells back to the patient. The customer reported that the patient died the day after the tpe procedure done on (B)(6) 2023. Per the customer, they do not believe the machine in any way contributed to this patient's death. Prior to the procedure, the patient was stable, intubated and on a ventilator. The autopsy results are unavailable. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: in total 3 dlog files were analyzed covering 2 separate tpe procedures performed on the same patient using machine 1p05062 on (B)(6) 2023. In the first procedure analyzed the patient hematocrit was modified total of 9 times within the range of 12% to 70% within 15 minutes after the procedure started. In the second procedure the patient hematocrit was modified 11 times between the range of 12% to 70% within 15 minutes after the procedure started and another 7 times after a large induvial change going from a value of 70% to a value of 20% at 34 min. Aim image review showed that in both procedures analyzed there was what appears to be a high cell interface present in the channel, or very dark plasma. It is possible this was caused by a combination of patient specific blood physiology and an input patient hct that is lower than actual (possibly caused by having rbc¿s in replace fluid as observed in images shared with out support team). Both procedures analyzed had a combined occurrence of 35 ¿cells were detected in plasma line from centrifuge¿ alarm. The system generates this alarm when the rbc detector detects a red/green ratio greater than 1.5 during tpe procedures. This alarm may occur for various reasons including air bubble(s) at the rbc detector, the entered patient hematocrit was too low, a shift in fluid balance caused the actual hematocrit to increase, or hemolysis may have occurred. There was also a total of 12 occurrences of the alarm ¿aim system detected rbc interface near top of channel¿. This alarm raises when the aim system detects the rbc cell layer is near the top of the channel connector. Both alarms can be related to a lower than actual patient hematocrit entered to the machine. It is important to always terumobct.com use accurate, day-of patient information in the system. This information may be updated if new information is received; however, it should not be updated otherwise unless in response to an alarm. From images shared with out support team of the blood filled tubing set on the optia it can be seen that there were rbc¿s present in the replace line despite the operator having entering fresh frozen plasma (ffp) as replace fluid to the machine configurations. It is unclear whether a single or both procedures had rbc¿s present in the replace line and it is unclear for what duration this took place. The use of rbc¿s as replace fluid during tpe can cause an increase to the patient hct which may lead to a higher than actual hct in the patient ultimately causing the alarms observed. It is very important to use the replace fluid that was configured to optia since deviations from configured replace fluid may have unintended effects on procedure. In addition, if the patient presents with hyper-viscous plasma, the cells in the connector may not separate well and can cause turbulent flow conditions since the cells are not separating as expected. Often, this behavior resolves as the procedure progresses because the patient is receiving replacement fluid while the affected plasma is being removed. The options for troubleshooting comprise of maintaining an inlet flow rate below 62ml/min so that a maximum packing factor of 20 is achieved. In this case, the inlet flow rate was below this value in both procedures. When these alarms are raised it recommended to lower the interface by increasing the entered hct by 3% before touching retry to resume the procedure. If the alarm recurs, increase the hematocrit by 3% again for a maximum increase of 9 percentage points. Increasing the patient hematocrit will only help if the input patient hematocrit is too low. If the plasma line color does not clear up despite modifying the patient hct and allowing enough time for cell interface to react, this may be a sign that the specific patient condition may have an impact on the observed blood behavior. In this case, the observed alarms may have been caused by a combination of patient condition and rbc¿s in the replace line. The operator did increase the patient hematocrit to attempt lowering the high cell interface however this action did not alleviate the situation. This suggests patient blood physiology may have been a cause since there was no correction to interface position at channel connector, but this may have also been further affected by having rbc¿s present at the replace line. If the alarms were caused by a known patient disease state, then it may be acceptable to disable the rbc detector and the aim system, however, ensuring that an accurate patient hct is entered and correct replace fluid is used. Known patient disease states, especially if the patient is known to present hemolysis, can cause the alarms experienced during these procedures. It is important to note that both procedures had excessive changes to the patient hematocrit over a very wide range. Both procedures ranged from an initial input patient hct of 12% to 70% later in the procedure. The largest individual hct change occurred in the second procedure analyzed at 34 minutes when the operator lowered the hct from 70% to 20%. It is not recommended to perform drastic changes on the hct value since the system need time to establish and maintain the interface. Through analysis of the dlogs and associated aim system images there was no concern with the optia found. The safety systems remained in place throughout the procedure and the appropriate alarms were raised. On a systems level, the device was operating as intended. The lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. The customer supplied photographs for consideration. The photos are summarised below: *photo 1 shows an image of the optia view port confirming a very high interface *photo 2 confirmed the waste bag contained very dark plasma. The customer appeared to have applied a rubber band to tidy the bag tubing hanging over the device, but it was unclear to which bag the tubing was attached. *photo 3 was taken during the 2nd tpe procedure and shows a cassette containing blood loaded on the optia device. The waste line contained dark plasma. *photo 4 was also taken during the 2nd tpe procedure and shows a hazy view port with a very high interface. *photo 5 was also taken during the 2nd tpe procedure and shows the early stage of waste bag filling with very dark plasma. Again a rubber band is noted around a section of tubing. *photo 6 is a screenshot of an end of run summary screen for tpe procedure 2. The procedure completed with % fluid balance 103, 879ml acd-a used and a rinseback volume of 154ml. *photo 7 shows initial run details for procedure 1 and confirms early aim and plasma line detection alarms. *photo 8 shows further run details for procedure 1 and subsequent aim system alarms, plasma line detection alarms and adjustments made by the operator. Investigation is in process. A follow up report will be provided.

Event description:
The customer reported that during a therapeutic plasma exchange (tpe) procedure on a patient with thrombotic thrombocytopenic purpura (ttp), she disabled aim and the rbc detector because of 'aim system couldn't raise interface' and 'cells detected in plasma line in centrifuge' alarms. The patient hematocrit (hct) was 12% and she didn't get a prompt to do a custom prime. She said she did a prime by attaching a unit of blood to the inlet line and starting the procedure. She did not go to the options tab and select custom prime. She started having the alarms and she made adjustments to the patients hct and increased it to 70% but the interface was still red. The customer restarted the procedure doing custom prime as prompted by the machine. The patient post hct was 10%. She used a custom prime hct of 55%. She had the same alarms and she had maxed out the patient hct at 70%. She disabled aim. She briefly disabled the rbc detector and it started collecting. The contents in the bag were still dark so she re-enabled the rbc detector and the system returned the cells back to the patient. The customer reported that the patient died the day after the tpe procedure done on (B)(6) 2023. Per the customer, they do not believe the machine in any way contributed to this patient's death. Prior to the procedure, the patient was stable, intubated and on a ventilator. The autopsy results are unavailable. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction.

Manufacturer narrative:
Lot number and expiry are not available. Investigation: the run data file was analyzed for this event. In total 3 dlog files were analyzed covering 2 separate tpe procedures performed on the same patient using machine 1p05062 on (B)(6) 2023. In the first procedure analyzed, the patient hematocrit was modified total of 9 times within the range of 12% to 70% within 15 minutes after the procedure started. In the second procedure the patient hematocrit was modified 11 times between the range of 12% to 70% within 15 minutes after the procedure started and another large induvial change going from a value of 70% to a value of 20% at 34 min. Aim image review showed that in both procedures analyzed there was what appears to be a high cell interface present in the channel, or very dark plasma. It is possible this was caused by patient specific blood physiology. Both procedures analyzed had a combined occurrence of 35 ¿cells were detected in plasma line from centrifuge¿ alarms. This alarm may occur for various reasons including air bubble(s) at the rbc detector, the entered patient hematocrit was too low, a shift in fluid balance caused the actual hematocrit to increase, or hemolysis may have occurred. There was also a total of 12 occurrences of the alarm ¿aim system detected rbc interface near top of channel¿. This alarm raises when the aim system detects the rbc cell layer is near the top of the channel connector. Both alarms are typically related to a lower than actual patient hematocrit entered to the machine. It is important to always use accurate, day-of patient information in the system. This information may be updated if new information is received; however, it should not be updated otherwise unless in response to an alarm. If the patient presents with hyper-viscous plasma, the cells in the connector may not separate well and can cause turbulent flow conditions since the cells are not separating as expected. Often, this behavior resolves as the procedure progresses because the patient is receiving replacement fluid while the affected plasma is being removed. The operator did increase the patient hematocrit as instructed however this action did not alleviate the situation which further suggests patient blood physiology may have been a cause. If the alarms were caused by a known patient disease state, then it may be acceptable to disable the rbc detector and the aim system, however, ensuring that an accurate patient hct is entered. Known patient disease states, especially if the patient is known to present hemolysis, can cause the alarms experienced during these procedures. It is important to note that both procedures had excessive changes to the patient hematocrit over a very wide range. Both procedures ranged from an initial input patient hct of 12% to 70% later in the procedure. The largest individual hct change occurred in the second procedure analyzed at 34 minutes when the operator lowered the hct from 70% to 20%. It is not recommended to perform drastic changes on the hct value since the system need time to establish and maintain the interface. Through analysis of the dlogs and associated aim system images there was no concern with the optia found. The safety systems remained in place throughout the procedure and the appropriate alarms were raised. The device was operating as intended the lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Investigation is in process. A follow up report will be provided.